Event description:
It was reported that the patient had banged his head on a sharp edge and had hurt his head. Testing revealed 7 electrodes with status hi and 4 electrodes with status "--." Only one electrode has status ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.